Event description:
It was reported that during an endovascular treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right anterior tibial artery. A 2mm x 40mm x 145cm coyote es mr balloon catheter was selected to treat the target lesion. Upon first inflation at 8 atmospheres for 15 seconds the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). . Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).